Manufacturer narrative:
The reported events were lead dislodgement and reduced r-wave amplitude. As received, a complete lead was returned in one piece with the helix was extended, stretched, bent and clogged tissue. Visual and x-ray examination found the helix was stretched, bent consistent with procedural damage. The helix mechanism test could not be performed due to the received condition of the helix. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-15978. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed decreased r wave amplitude exhibited by the right ventricular lead. A subsequent chest x-ray revealed that both the right ventricular and left ventricular leads were dislodged. The patient was scheduled for lead replacement, and both leads were successfully explanted. The patient was stable.